Event description:
According to the customer, on (B)(6) 2022 'while the nurse tried to put the safety cap on, it broke off the top of the luer, and blood sprayed all over the nurse's face and in her left eye'.

Manufacturer narrative:
According to the customer, on (B)(6) 2022 'while the nurse tried to put the safety cap on, it broke off the top of the luer, and blood sprayed all over the nurse's face and in her left eye'. The customer reported the nurse washed her eye out and went to occupational health but, required no further treatment. The customer reported no serious injury occurred related to this event. Sample is not available for return. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.